Manufacturer narrative:
According to the instructions for use and training material, the bag and c100 assembly shall be resting in a horizontal position on a flat surface when the infusion set is spiked into the c100 spike port. This is to avoid excessive pulling force on the connection between the c100 and the bag. In addition, the bag port should be spiked over the shoulder of the c100 to allow for maximum holding force. No lot number info is available; hence, no investigation of related product can be performed. Based on the available info it seems that the c100 spike had not been fully inserted. The spike of the infusion adapter c100 is designed in accordance to international standards (B)(4). The mfg process is highly automated and validated to produce products according to spec.

Event description:
Evening shift nurse received chemo infusion (ifosfamide) and primed primary tubing to insert into c100 for "dry spiking". When she was hanging the infusion bag to begin delivering the drug, the c100 "fell out of the infusion bag spike port as if it were only partially inserted." The chemo agent splashed into her eyes as a result of the spill. She was taken to the emergency dept to have eyes flushed and treated. She also went to her eye dr for examination and treatment. She has since returned to work and reports that her vision appears not to have been impaired. Hosp incident report was filed.